Manufacturer narrative:
(B)(4). Device expiration date changed from 12/31/2013 to 01/31/2013. Five unused representative samples with the same part and lot number as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The return of the device may have aided the investigation. Based on the information received with this event, a definitive cause for the reported experience could not be determined. A review of the lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, during foot deployment, the lever was very difficult to open. The sutures achieved hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.